Manufacturer narrative:
Evaluation summary: the delivery system returned with a stopcock attached to the luer. There were slight kinks along the hypotube. Kinks were evident along the distal shaft. The delivery system failed negative prep. On pressurisation of the device, a leak was observed on the proximal balloon working length. On visual inspection, a short longitudinal tear was found starting on the proximal balloon cone and extending to the proximal balloon working length. The balloon material was jagged and uneven at the tear site. There was no deformation to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a non calcified and non tortuous left main coronary artery lesion. Device was inspected with no issues noted. It was reported that no damage was noted to the device packaging and no issues noted removing the device from the hoop/tray. The lesion was not pre-dilated. No resistance noted advancing the device to the lesion. The physician decided to implant the stent by direct stenting. The device did not pass through a previously deployed stent. It was reported that the delivery system balloon ruptured when inflated to 10atm during stent deployment. It was reported that the stent was implanted in the patient. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.